Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the delivery system hooked on the valve frame and pushed the valve into the left ventricle (lv). In addition, it is possible that the valve was slightly undersized. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edward¿s affiliate in (B)(4), during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed with nominal volume and landed in an 80:20 aortic/ventricular (a/v) position. Since tee showed a mild paravalvular leak (pvl) post deployment, a post dilatation was decided. When the commander delivery system was again advanced to the annulus, its nose tip was hooked on the valve frame and pushed the valve into the left ventricle (lv). Using the 23mm transfemoral balloon catheter, the operator attempted to pull the valve up to the annulus; however, the balloon and the valve was drifted toward the ascending aorta by blood flow. The valve was delivered to the descending aorta and secured there. A 26mm sapien 3 valve was chosen as a second valve and properly deployed with 1 ml less than nominal volume. During withdrawal of the second delivery system, the initial valve was post dilated at the descending aorta. The procedure was completed without injury. The patient was in favorable condition thereafter. The operator stated that the initial valve might have been a little small for the annulus. The annulus diameter measured 23.0 mm with area of 416 mm2 by CT reported. There was mild calcification on the native valve and no calcification on the aortic root.